Event description:
It was reported that during a drainage treatment procedure, guide wire removal difficulties occurred. The amplatz guidewire was passed through the trocar. The trocar was removed, the tract was dilated and the drain was placed. When trying to remove the guide wire it seemed to be stuck in the drain. More force was applied and the wire began to unravel. The drain and the wire were removed together. The procedure was completed with another device and the patient remained stable. No further complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned stuck inside a flexima catheter. The distal tip is unraveled and the coil is severely elongated. There are kinks and peeled coating observed along the entire body. The devices were separated and the guide wire was found broken 70cm from the proximal section. The device appears to have been push/pulled against resistance. The outer diameter was measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a drainage treatment procedure, guide wire removal difficulties occurred. The amplatz guidewire was passed through the trocar. The trocar was removed, the tract was dilated and the drain was placed. When trying to remove the guide wire it seemed to be stuck in the drain. More force was applied and the wire began to unravel. The drain and the wire were removed together. The procedure was completed with another device and the patient remained stable. No further complications were reported.

Manufacturer narrative:
(B)(4).